Event description:
This report is being filed due to worsening heart failure, unknown if device related. Patient ID: (B)(4). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 3, with posterior leaflet prolapse. One mitraclip was successfully implanted, reducing the mr to grade 1+. On (B)(6) 2022, the patient was admitted for congestive heart failure and medications were provided as treatment. The patient has been discharged from the hospital. Per physician, the event was unknown if device related. There was no malfunction specified. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.